Manufacturer narrative:
Date of event: event year reported as 2019, exact date of postoperative plate breakage is unknown. Part 413.365s, lot 9877286: manufacturing site: (B)(4). Release to warehouse date: march 24, 2016. Expiry date: march 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was completed: the locking screw was received with stripped threads from the mid-shaft to distal end of the threaded screw shaft. No other issues were identified with the returned components of the device. The concomitant screw implants were returned without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition. The dimensional inspection showed the device was conforming. The relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The locking screw was initially returned as a concomitant device without an alleged complaint condition. Upon visual inspection, it was observed that the threads were stripped, which potentially contributes to the complaint condition. While no definitive root cause could be established, stripped threads could cause the plate to be incorrectly locked to the plate (not properly torqued) and cause the plate to break. The screw could also have been stripped during implantation/explanation. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a locking compression plate (lcp) medial proximal tibial plate was noticed to have ruptured on (B)(6) 2019. The patient was initially implanted on (B)(6) 2019, due to a pathological fracture of non-hodgkin (nh) bone lymphoma. There is no information about the revision surgery as of this time. Concomitant device reported: locking screw (part 413.365, lot l640914, quantity 1); locking screw (part 413.360, lot l718993, quantity 1); locking screw (part 413.344, lot l628812, quantity 1); locking screw (part 413.344, lot l028498, quantity 1); locking screw (part 413.330, lot l015897, quantity 1); locking screw (part 413.328, lot l758067, quantity 1); locking screw (part 413.326, lot l136074, quantity 1); locking screw (part 413.324, lot l422632, quantity 1). When the devices were being investigated by the manufacture it was noted that two of the locking screws were stripped. This report is for a locking screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.